Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a z9002 20.0 diopter intraocular lens (iol) was implanted and then taken out during post-op examination. No further information was provided.

Manufacturer narrative:
Additional information was received and states the lens was removed during the initial procedure. The event was initially reported as an explant. Implant and explant dates: if implanted or explanted; give date: na (not applicable) the lens was removed during the initial procedure. (B)(4). The event was initially reported as an explant; but now has been updated to a lens removal during the same surgery and therefore, is no longer a reportable event. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information was received from the surgery site. The lens was removed during initial procedure due to an inability to get good placement of nasal suture. The information supports that there was no problem with the product nor a patient issue due to the lens. All pertinent information available to abbott medical optics has been submitted.